Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012, and suture was used. The needle pulled off of the suture when the package was opened. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07075. The same patient is represented in each medwatch.